Manufacturer narrative:
G4: 09jan2020 b4: (B)(6) 2020. The customer reported the issue was resolved by replacing the main pcb. The system fully meets specification and was returned to use. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13dec2019.

Event description:
The customer reported that the unit was not operating on ac power. There was no patient involvement. The customer's biomed replaced the power supply to address the ac power issue.